Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the fiber optic cable defect was that the light guide (lg-bundle) in the video cable section was broken, resulting in lost or insufficient light transmission. Additionally, the most probable cause of the damaged fiber bonding in the outer tube area (distal end) was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing the rigid video laparoscope had defective fibre optic cable. There was no patient involvement.